Event description:
In this event it was reported that 4 xive s plus implants have to be removed due to a multiple infection. The implants were placed in region 21, 23, 26 and 19. Two days after surgery, a multiple infection of the whole lower jaw occurred. Treatment with antibiotics did not improve the situation. Consequently, all implants were extracted one month after implantation (region 19 was removed on (B)(6) 2011 and region 21, 23 and 26 were removed on (B)(6) 2011).

Manufacturer narrative:
A friadent clinician called the doctor to gather additional information regarding this case. The doctor does not see any influence of the implants for this situation. Furthermore, the doctor stated that the oral hygiene of the patient was defined as "suboptimal" and that the remaining teeth all show periodontal disease. The dentist opted for transinguinal healing of the implants. Under these circumstances, subgingival healing would have been more appropriate because the risk of infection is greater with transgingival healing. Therefore, the transgingival healing in combination with the bacterial oral environment seems to be the reason for this event. Due to the fact that medical intervention was necessary, this event meets the criteria for reportability per 21 cfr part 803.